Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer contacted an active electrical line on (B)(6) and got shocked. The hcp took all programming out of the implant because the consumer was reporting increased stimulation in the area of stimulation even with stimulation off. During the call an EKG was completed which confirmed stimulation was off as they could see it be turned back on, on the EKG. The hcp completed this a couple of times and was confident the output was off, and it was reviewed they may be feeling residual stimulation. An impedance measurement was taken with all results within range. It was further reported the patient programmer (pp) wasn't responsive and the clinician programmer showed the "match clock" screen. Troubleshooting was performed which confirmed the pp was functional and was able to read the implant and adjust stimulation. On september 22, 2016 the manufacturer's representative (rep) called back and stated the consumer was electrocuted while using their curling iron with wet hands. Following this they went to the emergency room where they were experiencing overstimulation and feeling stimulation all over their body. It was noted initially they were having a hard time turning stimulation off because the batteries in the pp were dead, but once new batteries were used they were able to turn stimulation on. However, even with stimulation off the consumer was still feeling stimulation, and as time went on the consumer was only feeling stimulation in their usual stimulation area. At the current time the rep. Was unsure of whether the consumer was in the hospital or not. It was noted the consumer currently had two programs with the implant level at 2.87 volts. The rep. Was going to try to meet with the consumer on september 23rd for further troubleshooting. On september 25th the rep. Stated the physician confirmed the consumer's device was off, and they were discharged from the hospital before the rep. Could see them. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.